Event description:
A female pt was implanted with the portacath. When she reported pain in the part of the catheter that was implanted, a cleaning of the system was done to avoid obstruction. Am imaging exam was performed and it was observed that the catheter was fractured in half. Its length being the loose distal portion within the cardiac chamber. This difficulty happened and the physician managed to implant another product in the pt to successfully finish the procedure. No adverse effects to the pt have been reported as occurring as a result of this incident.

Manufacturer narrative:
(B)(4). According to info provided, the device will not be returned for eval; therefore, a visual inspection cannot be performed on the catheter fragments, which contain the forensic evidence of the nature of the fracture. Additionally, no photographs of the device or images of the procedure were provided. A review of complaint history, device history record, and instructions for use was performed during the investigation. Mfg records for this device were reviewed, and no evidence of nonconformity was found. There is no evidence to suggest the product was not manufactured to specification. Since the device was not returned and no images were provided of the device, the root cause of the fracture cannot be determined. There is no evidence that this was caused by a mfg nonconformity. The customer is encouraged to review the IFU to ensure proper implantation location and technique were used, as this has been linked to catheter fractures in the past.